Event description:
It was reported that the patient experienced unspecified issues with his artificial urinary sphincter (aus). A surgical procedure was performed in which the device was removed due to unknown reason and replaced with a new aus system. No patient complications were reported in relation to his event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The aus device was removed in a previous surgery due to infection. The physician waited until the patient healed to reimplant. The patient had a good outcome.